Manufacturer narrative:
The date of event is estimated as (B)(6) 2023. The device was returned for analysis. The "no information" was observed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The issue and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A proglide device was received at abbott vascular. There was no information reported regarding this device. Analysis of the device noted there was blood in and on the device. The plunger was returned removed from the device. Both needle tips were engaged with both cuffs. The knot and loop were properly formed, the loop was loose and remained in the suture bearing. The suture rail and non- rail end remained in the guide tube. Based on the condition of the returned device, it would not have achieved hemostasis. No additional information was provided.